Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between the pebax and electrode. During the procedure, the catheter temperature rose high once the medical team started ablation and they were not able to proceed with ablation. The system automatically stopped ablating once the temperature cut-off was exceeded. The medical team withdrew the catheter from the body and flushed but the issues remained. The catheter was changed and that resolved the issue. The surgery was delayed by 5 minutes as they navigated the issue. No fragments were generated. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and functional evaluation of the returned device were performed following bwi procedures. Visual analysis was performed, and reddish material was observed inside the pebax; evidence of separation between the pebax and the electrode was observed. Temperature, impedance, and pressure gage tests were performed and the device was found working correctly. No temperature, impedance, or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number 31103927l, and no internal actions were identified. The reddish material inside the pebax could be related to the high temperature reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the separation between the pebax and the electrode cannot be determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).